Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was blank. Customer blood glucose reading was 98 mg/dl. Troubleshoot was performed. Customer was not calling back after receiving a new battery cap. Customer stated there was no physical damage on the insulin pump. Customer was using duracell brand; new battery was inserted but the display did not return. The insulin pump was not exposed to moisture. Customer was advised to remove the battery for 10 minutes and reinsert it. Customer was advised to discontinue use of the pump and revert to backup plan per healthcare provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker and cracked battery tube threads.